Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed).

Event description:
It was reported the device and the left ventricular lead were explanted and the right atrial and right ventricular leads were capped due to a pocket infection and systemic infection. The leads and device were replaced on a later date. No further patient complications were reported as a result of this event.